Manufacturer narrative:
The event of system explant due to infection at ipg site was reported to abbott. The results of the investigation are inconclusive since the device was not returned for analysis. As a result, a device history record was performed to review and conform the sterility of the implanted system. Based on the documents reviewed, the source of the infection remains unknown.

Event description:
It was reported that the patient had their scs system explanted due to infection at the ipg site on (B)(6) 2019. The patient was put on oral antibiotics.